Event description:
It was reported that the session file manager was full on the 8840 programmer when they were updating the pump after programming a bridge bolus, so the session data report did not save. They then canceled the bolus and did another update without changing the clonidine back to the old concentration, so the pump could recognize the old concentration. This was noted to be irrelevant for this scenario because the primary drug dilaudid flow rate was remaining constant. The clonidine was being slowly titrated down due to the possibility of rebound hypertension if there was an abrupt discontinuance of the clonidine. The pump was being refilled every 2 weeks; they planning to change the drug in the pump to infumorph in 2 weeks. It was determined that a bridge bolus was not necessary in this instance, but it was still okay to program one. The programming was confirmed to be correct. It was reviewed that in cases like this in the future they could choose no bolus instead of bridge bolus for when the flow rate of the primary drug isn¿t changing and no bridge bolus is necessary. The pump was delivering clonidine, bupivacaine, and dilaudid. It was later reported that the patient was not impacted by the event. There were no actions or interventions. The issue was resolved. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).